Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   (B)(4). Device evaluated by MFR.:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal right coronary artery (rca). A 38 x 3.50mm promus premier¿ stent was selected to treat the target lesion; however the device could not pass through the tortuous area. When the device was removed, the stent was found to be flared at the distal end. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.